Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial numbers (B)(4) and the following information was documented: "peloris software inquiry + poor processing. During phone conversation, customer mentioned that wrong protocol was utilized to process a run. I requested that following information: you also mentioned an issue of poor processing and need to reprocess, can you provide details surrounding that event? Date/time? Which peloris serial number was involved? Outcome of tissue? Customer response: this was user/human error, we reprocessed and we able to recover the tissue but had a long delay in tat." On 14 december 2021, the following information was documented in complaint record: "...we reprocessed and we able to recover the tissue but had a lomg [sic] delay in tat". On 21 december 2021, the assigned leica applications technical team lead-core histology received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed. On 24 december 2021, leica biosystems melbourne received the following information from the assigned leica applications technical team lead-core histology: "the customer confirmed that the impacted instrument was (B)(4) only. They would not provide any additional details, other than everything was diagnosed."

Manufacturer narrative:
Details of the type(s) and size(s) of the patient tissue samples involved in this event, the protocol selected in error by a user and the regimen used to re-process the patient tissue samples involved in this event were not provided. Investigation of this complaint found the instrument functioned as designed during the protocols executed between 22 september 2021 and 23 december 2021, which is the period covered by the instrument logs provided. Based on the information provided by the complainant, it was determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, in which a user selected a tissue processing protocol that was not suitable for the size(s)/type(s) of the patient tissue samples to be processed. Specifically, information documented by the assigned leica applications technical team lead-core histology from the complainant detailed that: "during phone conversation, customer mentioned that wrong protocol was utilized to process a run mentioned that wrong protocol was utilized to process a run" and "this was user/human error." Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different patient tissue sample dimensions including maximum thickness and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.